Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The patient reported being short of breath when he walked. Interrogation revealed that the device had prematurely displayed the elective replacement indicator. The error was cleared. No intervention was performed. The patient was stable and will continue to be monitored.